Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was completely out of the epidural space and the patient lost coverage. The physician replaced the paddle lead and the patient was doing well postoperatively. The explanted lead was discarded.